Manufacturer narrative:
Based on the current information provided, the root causes of the operative complications cannot be determined or are unknown. If additional information is received, a follow-up MDR will be submitted. There was no image or video clip supplied for review related to a specific event. System or instrument log reviews cannot be performed due to a lack of system, procedure, and instrument details. The specific procedures/event dates are unknown. This complaint is being reported due to the following conclusion: within a drafted, unpublished clinical article, it is noted that perioperative transfusion was necessary in 15 children, mostly oncology cases (n=12), in association with patients who had undergone unspecified da vinci-assisted xi surgical procedures.

Event description:
Intuitive surgical, inc. (Isi) became aware of a drafted, unpublished clinical article. Within the drafted clinical article, the following is noted: ¿perioperative transfusion was necessary in 5% of children (n=15), mostly oncology cases (n=12).¿ on 28-jun-2022, isi obtained additional information about the drafted clinical article complaint from the author. According to the author, a professor stated that patients are followed up one year after the operation and there were no post-operative complications due to the da vinci robot. The professor explained that the complications are surgical or pathological. The patients' demographic information was not provided.